Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient interface (pi) suction break during a lasik procedure. The patient experienced blurred vision because the procedure was unable to be completed that day. The surgery is scheduled to be completed next week additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).